Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a 20038e7d sample was not available for investigation of this feedback; however, the customer indicates that an occlusion was identified when attempting to flush the extension set. Further information provided by the customer indicates that the product was connected to an alaris g30302m set. The connecting product in use at the time of the customer's experience was not returned to assist the investigation. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20116843 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported fault. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20038e7d device in the past 12 months.

Event description:
It was reported that the one of the three ports on the tri-port ext w/3 vlv ports, 7 day was blocked during use. The following information was provided by the initial reporter: "this is a 3 way extension set and often one of the 3 ports is blocked."